Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during device withdrawal after completion of a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave catheter the experienced hypotension, chest pain, st segment elevation, and a coronary spasm. Applications of ablation energy were performed to the four pulmonary veins as well as the roof and bottom of the heart. Use of the catheter to ablate the roof and bottom of the heart constituted off-label use of the device, as it is indicated to perform pulmonary vein isolation (pvi) per the instructions for use. The patient's blood pressure dropped during hemostasis about eighteen minutes after the sheath was removed. About two minutes later the st segment elevated, observed on the inferior lead, and the patient complained of chest pain, so a puncture was performed again. Noradrenaline was administered to increase blood pressure, and an arteriogram was performed. No abnormalities were observed in the aorta, but spasm was observed only in the circumflex branch of the coronary artery, which was resolved with administration of nitroglycerin. A contrast imaging was performed while noradrenaline was administered, but there were no findings. The patient was subsequently placed under observation in the coronary care unit (ccu). Blood pressure improved and the patient stabilized, so the patient was discharged from the hospital.